Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) would not work on batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp, reported that the customer has not accepted the offer to replace the batteries yet; however, all functional and safety checks to meet factory specifications performed, and the iabp has been returned to the customer and is available for clinical use only while connected to ac power. The iabp cannot be used with battery powered. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h10, h11. Corrected fields: d1, d4 (version/model number, catalog and UDI number), g1. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and determined that two batteries are required for the device to work properly. The customer was presented with the cost estimate to repair the iabp unit; however, the customer did not approve the offer to replace batteries. The fse advised that the customer replaced the batteries locally. Following repairs, and to the best of the fse's knowledge, functional and safety checks to meet factory specifications were not performed, however, the fse will check with the facility regarding same. Further, the fse conversed with the facility's biomedical technician and was informed that the unit was working. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and determined that two batteries are required for the device to work properly. The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not work on batteries. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.